Manufacturer narrative:
On 13-apr-2021, mentor received additional information regarding the explantation date. The patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implant (catalog #: 3503751bc, left serial #: (B)(6) , right serial #: (B)(6)) on 25-mar-2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation, breast pain on 21-apr-2021, mentor received additional information regarding the patient¿s symptoms. The diagnosis of bilateral deflation was confirmed by a healthcare professional. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 375cc mentor smooth round moderate profile prostheses and experienced bilateral breast pain and deflation postoperatively. The patient reports that her right breast appears completely deflated but her left breast appears saggy. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The date of event was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prosthesis.